Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not advance, leading to the unknown sheath being pushed further into the patient. The user had to use manual pressure. There was no reported patient injury. There was no impact on the procedure. The user attempted to advance the (second part of the device) shuttle down and the black tube into the unknown sheath once the balloon was inflated. The deployer has successfully used the device for many years. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2433802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) would not advance, leading to the unknown sheath being pushed further into the patient. Hemostasis was achieved with manual compression lasting less than thirty minutes. There was no reported patient injury. There was no impact on the procedure. The user attempted to advance the (second part of the device) shuttle down and the black tube into the unknown sheath once the balloon was inflated. During device advancement, resistance was likely experienced, as the pusher rod began to push the unknown sheath rather than entering it normally. The sheath was not kinked or bent. Femoral artery suitability was verified using ultrasound, and the procedure was performed on an arterial vessel with a diameter confirmed to be at least 5 mm. There was no vessel tortuosity or peripheral vascular disease (pvd)/calcium at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was a certified and highly experienced operator and has used the device for many years. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was open with a cordis mynx syringe attached to the unit. A non-cordis catheter sheath introducer (csi) was returned detached from the device. The sealant was exposed, and the advancer tube was observed in its manufactured position. No additional anomalies were noted during the visual inspection. Per functional analysis, a full deployment simulation could not be performed, as the sealant was received in an exposed condition. The sealant was manually removed, after which a simulated shuttle advancement test was performed. The shuttle was advanced and retracted without anomalies, and the advancer tube advanced properly when the shuttle was pulled proximally to the handle. The shuttle advancement test was also performed using the returned procedural sheath (non-cordis csi) and repeated with a cordis laboratory sample csi; in both cases, the shuttle advanced and retracted properly without resistance or abnormal behavior. An additional test was performed with the unit held vertically by the shuttle while it was engaged to the handle, and it was observed that gravity did not promote disengagement of the unit. Additional analysis confirmed the presence of the slit on the outer cartridge of the unit, with no abnormalities observed. A product history record (phr) review of lot f2433802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported shuttle advancement issue, as the shuttle advanced and retracted without difficulty in both the returned sheath (presumed procedural sheath) and a laboratory sample sheath during functional analysis. However, since the sealant was exposed on the catheter and had to be removed from the unit in order to test the mechanism, procedural/handling factors, such as premature swelling of the sealant, may have contributed to the issue experienced. Since it was reported that the shuttle had not entered the sheath when advancement was attempted, the potential cause of the possible premature swelling of the sealant may have been due to inadvertent exposure to fluids. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not advance, leading to the unknown sheath being pushed further into the patient. Hemostasis was achieved with manual compression lasting less than thirty minutes. There was no reported patient injury. There was no impact on the procedure. The user attempted to advance the (second part of the device) shuttle down and the black tube into the unknown sheath once the balloon was inflated. During device advancement, resistance was likely experienced, as the pusher rod began to push the unknown sheath rather than entering it normally. The sheath was not kinked or bent. Femoral artery suitability was verified using ultrasound, and the procedure was performed on an arterial vessel with a diameter confirmed to be at least 5 mm. There was no vessel tortuosity or peripheral vascular disease/calcium at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was a certified and highly experienced operator and has used the device for many years. Other procedural details were requested but were not provided. The device was later returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.